Event description:
The customer stated that they received a blood glucose result of 30mg/dl and that they possibly had a urinary tract infection. The customer was given sugar water and orange juice. Paramedics were called and they received a result of 38mg/dl. The customer was given dextrose. The customer was taken to the hosp where their blood glucose was 135 mg/dl. The customer was admitted at the hosp. All medications were removed and the customer was dehydrated. Glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.